Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/27/2020. Multiple events were submitted via 2210968-2020-05308, 2210968-2020-05309, 2210968-2020-05310, and 2210968-2020-05311. Additional information was requested and the following was obtained: what is the event day and procedure date? Not provided. How many devices were involved in this procedure? 4 involved in procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/27/2020. Narrative: it was reported that a patient underwent an orthopedic procedure on an unknown date in (B)(6) 2020; and a suture was used. During the procedure, the needle came away from the suture when closing a knee capsule. There was an unspecified delay in the surgery. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/29/2020 additional information: d10, h6 additional h3 investigation summary: an opened box with unopened samples of product code vcp317h, lot # pl2762, were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the event day and procedure date? How many devices were involved in this procedure? A manufacturing record evaluation was performed for the finished device lot pl2762, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date; and a suture was used. During the procedure, the needle came away from the suture when closing a knee capsule. There was an unspecified delay in the surgery. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.